Event description:
Product surveillance quality associate called dialysis facility to speak to the nurse and obtained information that the patient had peritonitis (date unknown). The patient became ill with peritonitis while at home, but did not recognize the symptoms and subsequently required hospitalization for duration of a month and an half, during which time the patient's catheter was removed and he was taken off of peritoneal dialysis. The patient is now at home.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to an unknown cause. A batch review was conducted on potentially associated lots ((B)(4)) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). If additional information becomes available, a follow up report will be submitted. As the patients discard supplies after each therapy, the sample was not requested. This event involves four baxter products. This medwatch is being submitted for the fourth of those four products.